Event description:
Oxygenator developed a crack on the venous side of housing after seven days of use. The equipment was changed out, and procedure was completed successfully. There was no injury to pt or significant delay to procedure. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag, (B)(4). We would confirm the cracks of at the venous side of the quadrox d oxygenator. The oxygenator worked fine up to 7 days. According to the customer's info, a roller pump was used. The intended for use is up to 6 hours. Because of the prolonged use in combination by using a roller pump, the oxygenator is stressed pulsatile over the time. Maquet cardiopulmonary ag, has ce certified systems for long term use. These systems only include centrifugal pumps, but no roller pumps. (B)(4)